Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation, the 5max ace was found kinked at the hub and not used in the procedure.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The penumbra system 5max ace reperfusion catheter (5max ace) was fractured under the strain relief, approximately 0.7 cm from the hub.the complaint has been evaluated. The complaint indicated that the 5max ace was kinked in the proximal shaft. Evaluation of the returned device revealed a proximal shaft fracture. This type of damage frequently occurs due to improper handling during removal from packaging. If the catheter is manipulated during removal from packaging or insertion into the patient at an angle, the shaft may fracture due excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.